Event description:
It was reported that the patient had generator replacement on (B)(6) 2011. The generator was discarded by the explant hospital. Therefore, analysis is unable to be performed. Interventions taken were to decrease on of the patient¿s anti-epileptic medication dosage.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently reported the intervention regarding change in medication incorrectly.

Event description:
It was reported through clinic notes dated (B)(6) 2010 that a vns patient experienced an unexpected increase in frequency of seizures. Previously, the patient had about 7-8 sz/month which was 2 yrs ago. Her seizures then decreased to about 3-4/mo, and then decreased to 1-2. However, in the month of (B)(6), patient had 2 seizures and it is unclear if they were epileptic. The patient, over the course of (B)(4) had 3-4 seizures. Interventions taken were to increase the patient's aeds. The patient has been under a lot of stress and stress is one of the triggers for epileptic seizures. Good faith attempts to obtain additional information have been unsuccessful to date.